Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was crack at drive support cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The stop (idle) current and run current measurement tests are within specification. Device also passed self test and off no power alarm test. Unable to completed the functional test, including the a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test due to completely broken off end cap. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device was also received with the customer placing duct tape on the entire end cap. The test p-cap and reservoir does lock in place in the reservoir compartment.